Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 200-300 mg/dl. The cause of the high bg was not known, there was no allegation toward the pump or supplies. The customer's healthcare provider felt that the pump was not sufficient enough to lower the bg further. The customer reverted to using insulin injections for insulin therapy.